Event description:
The protege everflex stent was stuck in the deployment catheter. As a result, after full deployment the physician could not retract on the everflex catheter. The physician had to use force to retract the catheter, thus causing the stent to elongate past the 150mm length. No injury to the patient or vessel, but the physician was worried about the compromised radial strength as a result of the elongation. The physician then elected to place another stent. The physician placed an additional 6x150x120 within the elongated portion of the stent, postdilated with a 6x200 balloon. Final angiography showed a widely patent, clean looking sfa.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Stent was implanted on (B)(6) 2012.